Event description:
A report was received that shortly following a lead revision procedure, the pt's ipg was depleting quickly. A bsn rep analyzed the pt's database and determined that the ipg needed to be replaced. The physician replaced the pt's ipg and the pt is reportedly doing well.